Event description:
Information was received indicating a pump with a cadd cassette reservoir exhibited ?no disposable, clamp tubing". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 59.2, rate 1.7 and 17.45 was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).